Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a vf episode the device did not deliver high voltage therapy due to an abnormal impedance of the lead. The vf episode continued. The patient received external defibrillation but expired, after cephalic death was noted, on (B)(6) 2015. The lead remained in the patient.